Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter: patient underwent a urogynecological procedure. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.